Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, while pump did not shut down and cause was described as normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer continued using current pump until replacement was arranged, cts confirmed shipping details, instructed customer to place pump in storage mode before return, advised that pump settings and cgm connection would need to be set up on replacement pump, and directed customer to return problematic pump using prepaid label within 10 days, which customer acknowledged and understood.